Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a cgm (dex 007) issue. It was reported that a transmitter out-of-range alert ((B)(4)) was received when the cgm was within range. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 06/30/2016-product analysis: the device was returned and evaluated by product analysis on 06/14/2016 with the following findings: the transmitter successfully paired with a test pump and was able to calibrate appropriately. The pump alarmed with a transmitter-out-of-range alarm. A transmitter battery failure was determined.